Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31647755l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During atrial fibrillation (afib) ablation procedure with thermocool smarttouch sf (stsf) catheter, the patient experienced phrenic nerve damage treated with oral steroids. Initially, it was reported that the metal values were high near the patient's tricuspid, between about 5-7, and the force vector for the stsf catheter was moving around erratically, and the force reading displayed on the carto 3 system was also fluctuating sporadically. There were no errors displayed on the carto 3 or ngen generator system. The patient table was raised, and the issue with the metal values had resolved, but the force issues had persisted. Also reported was a "software glitch," on the carto 3 system at this point. The "three bars" were grayed out, and they were unable to take any points. The ngen generator was rebooted without resolution. The cable was replaced without resolution. The stsf catheter was replaced, and then the carto 3 system displayed a "catheter sensor error," and the force reading was displayed as "na." They could not confirm the error code displayed on the carto 3 system. The ngen generator was rebooted again, without resolution. The cable was replaced once again, without resolution. The stsf catheter was replaced once again, and the issues finally resolved. The procedure continued. They requested two replacement stsf catheters. The force, magnetic sensor and software issues are not MDR reportable. Then, it was also reported that towards the end of the procedure, phrenic nerve damage was noticed in the patient after ablating with the stsf. When checking the phrenic nerve, it was noticed that they were unable to capture on the recording system. The phrenic nerve damage was also confirmed via the fluoroscopy system. The patient had a "prominent" phrenic prior to ablation. No medical intervention had been provided at this time. The patient has been extubated, and the patient was in stable condition. The following bwi devices were also in use pentaray nav eco catheter, decanav catheter, soundstar catheter carto 3 system, and ngen generator. The catheters are not available for return. The lot/serial or the reference numbers for the pentaray nav eco catheter, decanav catheter and soundstar catheter could not be confirmed. The catheters are all brand new bwi catheters. A farapulse system was used during the procedure. Additional information received indicated that the catheter lot number used during phrenic nerve damage was 31547755l. This adverse event was discovered during use of products, post ablation during pacing for phrenic capture. The physician¿s opinion on the cause of this adverse event was unconfirmed; however, the stsf may have been in the faradrive sheath during part of the initial phrenic check. The intervention provided was oral steroids. The outcome of the adverse event was unchanged / asymptomatic. The patient did not require extended hospitalization. Relevant tests/laboratory data reported was chest x-ray post procedure ¿eventration of right diaphragm¿. Other relevant history/preexisting condition hypertension, type ii diabetes, obesity, sleep apnea and gi stromal tumor status post-surgery. The procedural act during procedure was 350+. The sheath and the catheters were exchanged, one sheath exchange and 8 catheter exchanges. One transseptal puncture site was performed during the procedure. The number of performed ablations were 105 with radiofrequency (rf) energy and 91 with pulsed field ablation (pfa) energy. There were 46 ablations performed within the pulmonary veins, and 105 rf and 45 pf ablations were performed outside the pulmonary veins.